Event description:
Lost the grip of the screw. Head was damaged . The surgeon opinon was that coldwelding have occurred. Event date is unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned sfx x20 driver shaft [product code: 2894-10-300, lot no: nw112574] revealed that the fracture was located at the driver¿s distal tip. The fracture analysis report suggests the driver underwent a quasi-static torsional shear failure at the hex lobes and is extended to the center of the shaft, the potential fracture site. A review of the device history record was conducted and no discrepancies were found. Product was released accomplishing all quality requirements. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the sfx driver tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.